Event description:
It was reported that an ilet user experienced rising blood glucose from 73 mg/dl to 190 mg/dl following a large meal. Insulin delivery was confirmed in system reports but progressive hyperglycemia was noted, prompting guided troubleshooting, a full supply change, and subsequent site relocation, followed by placement of a new site with new tubing. Symptoms included hyperglycemia peaking at 378 mg/dl accompanied by dry mouth. Outcomes included continued monitoring, replacement supplies shipment, and later returning to range at 114 mg/dl. Investigation included review of device reports confirming ongoing insulin delivery, inspection of the infusion site for moisture, guided pause and check of the cannula, and a full site and tubing replacement with confirmation of resumed delivery. Investigation of this case revealed no evidence of moisture or cannula kinking, with hyperglycemia plausibly related to an underannounced or larger-than-announced meal and probable infusion-site performance issues that improved after new site placement and tubing change. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal announcement and infusion site integrity.